Event description:
Baxter call center in japan reports a leak from connector line of homechoice set during use for automated peritoneal dialysis therapy. No pt injury of medical intervention was reported by affiliate.